Manufacturer narrative:
Technician found the valve sticking. Technician replaced the valve. The issue was still occurring intermittently; the technician found the leg cover out of place causing the CPR to be partially engaged. The technician put the leg cover back in place and this resolved the issue.

Event description:
Technician alleged that the head of the bed would not raise. No patient impact.